Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient came for routine follow-up in clinic, device could not be interrogated. Device remaining longevity was 2.6 years to eri in (B)(6) 2016. Device was explanted and replaced successfully.